Event description:
The clinician reports the implant was inserted (B)(6) 2019 in ada 11. On (B)(6) 2021, fracture of the implant was verified. Patient presented with bone type iii and bruxism. The device was forwarded to the manufacturer. At the event the patient experienced: mobility. No further patient complications were reported.

Event description:
The clinician reports the implant was inserted on (B)(6) 2019 in ada 11. On (B)(6) , fracture of the implant was verified. Patient presented with bone type iii and bruxism. The device was forwarded to the manufacturer. At the event the patient experienced: mobility. No further patient complications were reported.